Event description:
The customer reported, the system was heating, the tube was arcing, and there were problems with the cine function. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and backplane. System operates as intended. (B)(4).